Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set was damaged / defective. The following information was provided by the initial reporter: it was reported that the gravity sets are leaking fluid from piggyback primary y port. In the faulty batch the port looks like an oval shape, and leaks, and syringes won't lock onto it. Instead of symmetrical circle that stay sealed tight.